Manufacturer narrative:
The report of ¿ineffective therapy¿ was not able to be confirmed. Analysis of the returned lead a found it had been cut during the explant procedure resulting a stimulation end segment and a terminal end segment. The complete lead was not returned. The two segments that were returned passed continuity testing (no opens found).

Event description:
Related manufacturer reference number: 1627487-2024-00199, 1627487-2024-00200, 1627487-2024-00202 it was reported patient's scs system did not provide effective therapy and was explanted on (B)(6) 2023.

Manufacturer narrative:
Date of event is estimated.